Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius that the treatment details provided by the liberty select cycler indicate that an increased intra-peritoneal volume (iipv) event occurred during a patient's peritoneal dialysis (pd) treatment. The patient's drain volume during drain 1 was 21,075 ml (843% of the patient's prescribed fill volume) according to the cycler's treatment details. The patient was advised to discontinue use of the cycler and a replacement was issued. The pdrn clarified during follow-up that the treatment details provided by the cycler were inaccurate and the patient did not experience an iipv event. The pdrn confirmed the patient did not experience any pain, discomfort, bloating or abdominal distention as a result of this treatment. The patient did not experience an adverse event, serious injury, or require medical intervention. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment the following morning using continuous ambulatory peritoneal dialysis (capd). The patient received a replacement cycler and is continuing pd therapy without reoccurrence of the reported issue. The cycler is scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius that the treatment details provided by the liberty select cycler indicate that an increased intra-peritoneal volume (iipv) event occurred during a patient's peritoneal dialysis (pd) treatment. The patient's drain volume during drain 1 was 21,075 ml (843% of the patient's prescribed fill volume) according to the cycler's treatment details. The patient was advised to discontinue use of the cycler and a replacement was issued. The pdrn clarified during follow-up that the treatment details provided by the cycler were inaccurate and the patient did not experience an iipv event. The pdrn confirmed the patient did not experience any pain, discomfort, bloating or abdominal distention as a result of this treatment. The patient did not experience an adverse event, serious injury, or require medical intervention. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment the following morning using continuous ambulatory peritoneal dialysis (capd). The patient received a replacement cycler and is continuing pd therapy without reoccurrence of the reported issue. The cycler is scheduled to be returned to the manufacturer for physical evaluation.